Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10b17081 and h09k19116 with no defects noted. The cause of the peritonitis was determined to be use error - poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis with culture positive for escherichia coli (e.coli ) and (B)(6) in a patient (B)(6) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced a break in aseptic technique described as patient was noncompliant with aseptic technique and pd care, not wearing mask and was using the same wash cloth during bathing to clean his pd catheter and the rest of his body. In (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was due to a break in aseptic technique. Treatment was not reported. On an unreported date in 2010, the patient had recovered from the peritonitis. The outcome for the break in aseptic technique was not reported. It was not reported if dianeal therapies were ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was related to a break in aseptic technique and was not related to dianeal therapies. A causality was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.